Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was unable to identify any issues with the device. The unit worked according the specification. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A serial readout was sent to livanova deutschland for further investigation. Evaluation of the readout did not identify any failures. The device worked according the specifications. As the issue could not be reproduced, a root cause was not identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported issue is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a serious event occurred during a procedure where an s5 system was used. It was reported that there is the possibility that a patient was involved, though the patient status is unknown. No further information was provided by the customer.